Event description:
It was reported to the MFR that the user had received a message on the handheld indicating that the computer software was incompatible with the software on the vns device. Subsequently, the user interrogated a different vns device which also resulted in the same error message and additionally, the handheld spontaneously changed its language settings to french. Furthermore, it was reported to the MFR that the handheld "escaped the cyberonics program" and the user received the following message "self test on this program aborting execution immediately" good faith attempts are being made to obtain the non-working handheld and the flashcard for analysis.